Event description:
During the afl procedure, it was noted the contact force could not be zero¿ed. The tactisys was exchanged with no resolution. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.